Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). This is an ancillary complaint. The device failed volumetric accuracy testing. External/internal inspection was performed and passed. A volumetric accuracy test was performed and the device failed. Temperature was within specifications. An inspection of the door assembly revealed the door piston cracked and the door piston foam deteriorated. Review of service history revealed previous device servicing did not cause or contribute to the reported difficulty of rite - therapy monitored volume failed performance spec due to deteriorated piston foam. The cause for the failed volumetric accuracy test was determined to be deteriorated door piston foam and cracked door piston. Pal recommends replacing the door piston and piston foam (2 each). The device was sent to service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.